Manufacturer narrative:
Unit had blank display due to corroded electronic assembly. The force sensor and motor was corroded. Unable to test for audio/beep anomaly due to blank display. Unable to perform the displacement test and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack on battery compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.